Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided. The customer cancelled the service call. No further info is available.

Event description:
The customer reported that the system is locked. No pt injury was reported.